Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated, and the reported device damaged by another device (dislodged) and single leaflet device attachment (slda) appears to be related to procedural conditions, and due to the third clip interacting with this second implanted clip, causing slda of this second implanted clip. A cause for entrapment of device associated with clip becoming caught in chordae cannot be determined. Additionally, unchanged mitral valve insufficiency/ regurgitation appears to be related to procedural conditions associated with clip getting entangled in chordae and the third clip interacting with this second implanted clip, causing slda of this second implanted clip. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The other mitraclip referenced in b5 is filed under a separate medwatch report.

Event description:
This is filed to report a clip that was caught in the chordae, a clip that was dislodged by another clip, a single leaflet device attachment (slda), and intervention. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4+. First clip was implanted with no reported issue. A second clip (xtw) was advanced to the mitral valve. During positioning, the clip was caught in the chordae. It was not possible to free the clip from the chordae, but the xtw was able to grasp both leaflets and was deployed. A third clip (xt) was advanced to the mitral valve. During positioning, the clip dislodged the second clip, causing single leaflet device attachment (slda). The anterior leaflet was detached. The third clip was intended to reduce the mr, but was implanted to stabilize the second clip after the dislodgment. The mr remained at grade 4+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.